Event description:
A report was received that the pt would undergo a pocket revision due to body fat loss at the pocket site, causing a burning sensation and erosion at the pocket site. The revision was cancelled due to the pt taking plavix. The physician does not want to take the pt of this medication.